Event description:
A customer reported a cgm error 42, which related to a sensor issue with the product. There was no adverse impact to the customer's blood glucose level. Before reaching out for support, the customer had already completed a pump reset, which resolved the issue.